Event description:
The recipient is reportedly experiencing device extrusion. On (B)(6) 2018, the recipient was prescribed a 10 day course of antibiotics, however, the issue did not resolve. On (B)(6) 2018, the recipient's device was explanted. The recipient will not reimplanted at this time.

Manufacturer narrative:
During explant surgery, bovie electrocautery was reportedly used. The recipient healed following surgery. The recipient had a draining ear with a perforation and otitis externa. The recipient's perforation healed, however, is still experiencing an exposed bone in the ear canal which is being monitored. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is believed to be due to the electric static discharge (esd) damage induced prior to receipt. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, lock could not be obtained due to esd damage induced prior to receipt. This is not believed to be related to the return reason.

Event description:
The recipient is reportedly experiencing device extrusion. On (B)(6) 2018, the recipient was prescribed a 10 day course of antibiotics, however, the issue did not resolve. On (B)(6) 2018, the recipient's device was explanted. The recipient will not reimplanted at this time.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's exposed bone is reportedly not device related. This is the final report.